Event description:
The complainant reported a 62 year old female patient presenting for impella support post-op lvad. During support, hemolysis developed and was confirmed by plasma-free hemoglobin testing. In response, multiple blood products were delivered.

Manufacturer narrative:
The impella device was not received by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the hemolysis issue has been completed. The root cause of the hemolysis cannot be determined as there was insufficient clinical information and no product returned. The data logs do not show an indicative motor current spike or positioning issues. The relationship between the hemolysis and the impella is unknown as it cannot be confirmed that it occurred during support, resolved with removal or a reduction in p-level. The instructions for use states the following: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿